Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that the patient connected and reported seeing a message that said end of service, replace the internal device to continue therapy. The patient mentioned they were going to raise stimulation up a little today and it just wouldn't go. The patient said the last time they did, it worked, but not this time. The agent reviewed the end of service message meaning and redirected the patient to their healthcare provider to address the issue. The patient stated their implant was just implanted on (B)(6) 2025. The agent reviewed longevity and therapy overview. The patient stated they probably had their therapy at a higher setting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.